Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 6 bd posiflush¿ pre-filled saline syringes had difficult plunger movement. The following information was provided by the initial reporter: "plunger is hard to push".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 21-jul-2022. G.4. Added health professional to report source. H.6. Investigation summary: to aid in the investigation of this issue, picture and seven syringe samples were returned for evaluation by our quality engineer team. The picture samples showed three syringes with plungers between 1.5 ¿ 4 ml. Of the samples returned, four syringes were used and from those, three got the stopper stack at 2ml and one at 4.5ml. Three of the samples were not used, from which, one arrived with no flow wrap and two were still within the film. The silicone distribution test was performed on all samples and the defect was confirmed in two syringes. It is recommended to push softly during use, if it seems there is some resistance, if resistance is evident do not force, it might not have silicone. Twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were tested for silicone distribution and all results were found to be acceptable. A device history record review was completed for provided material number 306575 and lot number 1250157. There were no quality notifications issued during the production process; however, two second samplings for dry barrels were performed. The results confirm that the defective samples might be produced in an isolated point around the two second samplings, which were accepted as per the accepted quality levels. The machinery was checked after each sampling and the silicone valve gate was found to be the root cause. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported 6 bd posiflush¿ pre-filled saline syringes had difficult plunger movement. The following information was provided by the initial reporter: "plunger is hard to push."